Event description:
Update: (B)(6) 2012 - patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate patient was bilateral. Patient was revised due to increasing metal ions. Operative reports stated left side had some evidence of synovitis consistent with metal wear and fluid.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. Not returned.

Event description:
Litigation papers received which alleges the patient also suffered from pain, difficulty walking, hip catching, fluid collection, and pseudotumors.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.